Event description:
A stryker core universal driver was sent in for repairs for overheating during a cervical discectomy. No adverse consequence was associated with the event. The procedure was completed with the same device. No further info was provided.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.